Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt cord damaged) was confirmed. Upon eval, the trunk cable was pulled from the strain relief which damaged th ej702 connector inside the distribution node (dn). In addition, the cable connecting the dn and ECG electrodes c and d was pulled from the strain relief which damaged the j704 connector inside the dn. Evidence (ems notes) suggests tha the damage occurred during resuscitation efforts. Device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor failed incoming testing. The cause of the test failure was an inability to read an ECG waveform. The cause of the inability to read the waveform is a lack of output voltage from the u612 component, an inverting charge pump. The cause for the lack of output voltage cannot be positively identified. The failure occurred after the treatment event. A replacement electrode belt and monitor were not required. Device MFR date: monitor sn (B)(4) - 02/01/2013, belt sn (B)(4) - 02/01/2013.

Event description:
During eval of a monitor and electrode belt following an appropriate treatment of a (B)(6) female patient, two reportable problems were found with the equipment. The patient received an appropriate treatment successfully converting an arrhythmia to a slower rhythm. After the conversion, approx 4 minutes later, the patient's rhythm degraded to bradycardia, a non-treatable rhythm. The patient's daughter called ems. The patient's nurse reported that the pt arrived at the hospital with the device partially removed. The nurse also reported ems issued CPR during transport and that the ems notes indicate the electrode belt was damaged during transport. During service investigation it was confirmed that the cables on the electrode belt were damaged. In addition, during serving of the patient's monitor, the monitor failed incoming testing.